Manufacturer narrative:
The event took place outside of the united states (in (B)(6)). We don't have any details on the explants.

Event description:
The event was a revision surgery due to loosening. Event is the second revision surgery. Additional details (including date of first revision surgery and explant information) are unknown. During the revision surgery, the surgeon implanted a size 10 cementless stem, a ø40 eccentric glenosphere, a +10mm post extension, a ø24 baseplate, a 135/145 ø40/+6 humeral cup and associated screws.